Manufacturer narrative:
The device was used in off-label implantation in the aortic position for aortic insufficiency. As there are no specific IFU or training materials related to aortic insufficiency procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation, pseudoaneurysms or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Pseudoaneurysm, aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter valve replacement procedures. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous valve implantation, additional in-valve balloon dilation on a heavily calcified landing zone, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event was likely due to by patient and procedure related factors (off-label tavr for aortic insufficiency). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent off-label tavr with a 23mm sapien 3 ultra resilia valve due to aortic insufficiency. As reported, 2 months and 9 days post tavr, the patient underwent a valve in valve procedure with a 23mm s3ur valve due to paravalvular leak (pvl). The first valve dropped into the lvot between the index procedure and now which created the pvl. The team felt the patient needed a second valve deployed in the first to secure the first valve in place and assist with reducing the amount of pvl. The case went as planned with a successful deployment of the 2nd 23mm s3ur inside of the 1st 23mm s3ur. The patient also had a pseudoaneurysm that needed to be addressed which the team treated with multiple coils. The cause of the pseudoaneurysm was unknown. The patient's final outcome was discharged.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, and b7. Added h6: impact code and clinical code. Corrected h6: component code. The conclusion remains the same.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent off-label tavr with a 23mm sapien 3 ultra resilia valve due to aortic insufficiency. As reported, 2 months and 9 days post tavr, the patient underwent a valve in valve procedure with a 23mm s3ur valve due to paravalvular leak (pvl). The first valve dropped into the lvot between the index procedure and now which created the pvl. The team felt the patient needed a second valve deployed in the first to secure the first valve in place and assist with reducing the amount of pvl. The case went as planned with a successful deployment of the 2nd 23mm s3ur inside of the 1st 23mm s3ur. The patient also had a pseudoaneurysm that needed to be addressed which the team treated with multiple coils. The cause of the pseudoaneurysm was unknown. The patient's final outcome was discharged.per the medical record, the patient underwent a viv due to low valve positioning causing regurgitation (worsening over the last 3-4 weeks). The recommendation was a viv with possible plug as the patient was not a surgical candidate. During the viv, imaging revealed the pseudoaneurysm was emanating from the left coronary sinus and the pvl was connecting with this cavity. After the second thv was placed and post dilated, the degree of pvl at the pseudoaneurysm site was not improving therefor a coiling procedure was performed reducing the pvl to mild. Per the physician's opinion, the root cause of the pseudoaneurysm may have developed due to the patient's immunosuppressed status vs. The placement of the valve itself.